Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device. The reported issue of unexpected loss of power was not able to be verified or duplicated, and the root cause was unable to be determined. However, the reported issue of controls being inoperative/unresponsive was verified and duplicated by the technician. The root cause was determined to be a faulty main keypad. The main keypad was replaced to resolve the inoperative/unresponsive controls. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.